Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a leak was observed at the luer adapter, specifically where a crack was found in the red (arterial) luer. There was no reported patient outcome.

Manufacturer narrative:
Additional information: b3, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, one month after the catheter was implanted, a leak was observed at the luer adapter during hemodialysis (hd), specifically at the crack found in the red (arterial) luer. No unusual issues were observed with the device prior to use. No other visible defects or damages were found on the product at the time of the event. No excessive force was applied, and no cleaning agent was used on the device, although iodophor was typically used to clean the connectors. The cleaning agent was allowed to dry thoroughly before applying the ointment to the area. The adapters were tightened by hand, and tego was not utilized. Flushing was not performed, and hemodialysis tubing was the only other product used. As a remedial action, the luer connector was replaced, and the treatment was completed. The catheter was not replaced. There was no blood loss, and no blood transfusion was required. No medical intervention was necessary due to the event. There was no reported patient injury.